Manufacturer narrative:
The company rep examined the system and was unable to duplicate the reported event. The system was then tested and met all product specs. No sample are returning. The root cause cannot be determined. (B)(4).

Event description:
A customer reported receiving a system message error during a procedure. Add'l info was received reporting the surgeon decided to abort the case as the error code could not be reset. An add'l procedure was performed the following day to conclude the procedure. The pt is reported as doing well.